Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. There was no impact to the customer¿s blood glucose level. In addition, it was reported that the pump time was inaccurate and that a stuck wake button alarm occurred. The cause was unknown for each. The customer corrected the time and cleared the stuck button alarm and continued using the pump for insulin therapy.